Event description:
According to the reporter, during pneumonectomy and thoracoscopic lobectomy procedure, the device sealing became impossible. There was an activation tone. The sealing was not done due to the re-grasp alarm. No end tone was heard and no bleeding occurred. The device was cleaned every time it was returned to the instrument table. Lymphatic vessel of about 2-3 mm. A new product was used and there was no problem. There was no patient injury.

Manufacturer narrative:
Additional information: h6 (rfr: alarm activation) new information has been received, and reassessment of the complaint found that it is no longer a reportable event. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: forcetriad, forcetriad force triad energy platform (sn:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during pneumonectomy procedure, the device sealing became impossible. A new product was used and there was no problem. There was no patient injury.